Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the hallu-fix plate broke. "The plate broke after surgery. The surgeon didn't report to competent authority. It seems that the surgeon did not inserted the transarticular screw to reinforce." Additional information was requested numerous times by integra.